Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Please also refer to (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: in the evening of (B)(6) 2022 he received blood glucose values of 110 mg/dl (guide meter) and 60 mg/dl (perform meter) and felt hypoglycemic. In the morning of (B)(6) 2022 he received blood glucose values of 56 mg/dl (guide meter) and 121 mg/dl (perform meter).